Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant date: n/a (not applicable). The intraocular lens was not implanted. Explant date: n/a (not applicable). The intraocular lens was not implanted; therefore, not explanted. Initial reporter name and address: telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of the intraocular lens (iol), a haptic came off and the lens had to be removed. It was noted that the lens partially inserted. A backup lens was implanted during the same procedure. Daily activities were not affected. No vitrectomy required, no sutures used, the incisions in the cornea did not need to be enlarged and there was no damage to the patient. The procedure was delayed by 10 minutes and the patient fully recovered. Vision pre-op was 0.7 and vision post-op is 1.0. Material is not available for return and no further information was provided.